Manufacturer narrative:
If advice evaluation and/or device history review is completed a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was clogged the following information was received by the initial reporter with the following verbatim. It was reported by customer that issue recently with the valves. When they attempt flush the device, the valve does not want to open. Sometimes they can get the device to function. Other times they need to switch out the device to grab another device. This has delayed care for the short term while they replace the device.

Manufacturer narrative:
One sample model 20039e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off syringe and a fluid path was observed. The set was flushed with water. No occlusion was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.